Manufacturer narrative:
The device was not returned for investigation. No related defects were noted upon review of the retention sample. The device history record (DHR) indicated the product was released having met all specification and no defects were noted during the manufacturing process. Though requested, no information was provided regarding treatment or outcome of the user related to the needlestick. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on march 22, 2017 regarding a user facility employee who experienced a needlestick on (B)(6) 2017 when removing the treatment needle from the arteriovenous fistula (avf). There was no adverse impact to the involved patient. User facility protocol was followed for the employee and although requested additional information is not available.